Manufacturer narrative:
The device was returned and evaluated by (B)(4). Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a taper to taper tear in the balloon, approximately 2.5 mm from the balloon proximal tip. The review of the lot history record (f1613703) indicated that there were no reworks, special conditions or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. However, this type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft), potentially contributing to a tear in the balloon. Also if the balloon lost pressure inside the patient, blood could get in the balloon and follow the catheter lumen back out to the device's inflation tube. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that the balloon of the mynxgrip device ruptured during the deployment. The device was being used in conjunction with a 5f procedural sheath for arterial closure following a heart catheterization procedure. The balloon was tested during prep per the mynx instructions for use (IFU) with no issues noted. The device was inserted into the patient and the balloon was aspirated. Blood returned and was observed inside the inflation tubing. The device was removed and manual pressure was held for 20 minutes to achieve hemostasis. The patient's hospitalization was extended as a result of the event from 2 hours to 4 hours. The patient was noted as recovered. Additional information was requested but was unknown.